Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The patient reported becoming aware of blood clots, clotting, and occlusion of the inferior vena cava (ivc), approximately twelve years and four months post implant. The patient also reports anxiety related to the filter. According to the operative report the diagnosis was hypercoagulable state and rectal bleeding. Procedures listed as ivc filter placement and colonoscopy. The filter was placed via the femoral vein and positioned and deployed over l3. Abdominal films were obtained in the operating room during placement of the ivc filter. The initial film demonstrated a normal caliber ivc with the renal veins located at approximately l1 level. The subsequent film demonstrated placement of an ivc filter with its tip at the l2 level. The patient tolerated the procedure well. A colonoscopy was then performed revealing a normal colon. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however with the limited information provided the event could not be further clarified. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. With the limited information provided a clinical conclusion could not be made, however, patient, vessel characteristics and pharmacological factors may have contributed to these events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion. Per the operative report the patient was reported to have a hypercoagulable state and rectal bleeding. The information provided also indicates that the patient was implanted with an optease filter. The patient was prepped and draped in the usual sterile manner. The femoral vein was accessed with a needle and as wire was advanced under fluoroscopic guidance to approximately the level of t1. Cavography was completed demonstrating the right renal vein ostium at the level of t1. The caval filter was positioned and deployed over l3. Abdominal films were obtained in the operating room during placement of the ivc filter. The initial film demonstrated a normal caliber ivc with the renal veins located at approximately l1 level. The subsequent film demonstrated placement of an ivc filter with its tip at the l2 level. The patient tolerated the procedure well. A colonoscopy was then performed revealing a normal colon. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and occlusion of the ivc, becoming aware of these events approximately twelve years and four months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however with the limited information provided the event could not be further clarified. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. With the limited information provided a clinical conclusion could not be made, however, patient, vessel characteristics and pharmacological factors may have contributed to these events. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion.